Event description:
It was reported that the patient had an artificial urinary sphincter (aus) cuff, pump, and balloon explanted due to an unspecified issue. A new aus double cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.